Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not discharge while in use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorised service provider (asp), philips technical support engineer (tse) and with an investigation documented by philips complaint handling. Philips tse evaluated the device at onsite. It was determined that internal paddles/handle resistance exceeds the allowable value, undergone more than 100 sterilizations, and the handle has also been damaged which caused the device failure to discharge. The reported issue was confirmed. Analysis was performed by medical safety expert which included patient event file (pef) review, and the results indicated high impedance level which is due to poor contact between the device and the patient. Also observed visible damage on the plastic lock at the connector of the internal paddles. According to the instructions for use (IFU), the user should stop using internal paddles when damages are observed. Moreover, the 1.7ohm result in continuity check also indicates the paddle cannot service its expected function since it may show abnormal performance upon usage. Based on the information available and testing conducted, the cause of the reported problem was due to damaged plastic lock at the connector. In addition, it appears to be result of user error. Based on the information available and results of additional analysis, no further action is necessary at this time. Customer is provided information to replace the internal paddles/handle. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device does not discharge while in use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.